Event description:
A surgeon reported several syringes had "resistance within the cannula" and some of them were completely blocked. Five units were affected. There was no pt harm or delay in surgery. Additional info has been requested.

Manufacturer narrative:
The device was not returned for eval. There have been no other complaints in this lot of product. Additional info has been requested. (B) (4). (B) (4). (B) (4).